Event description:
The customer reported that the device was locking up during the opcheck.

Manufacturer narrative:
(B)(4). The customer reported that the device was locking up during the opcheck. The unit was evaluated at philips. The symptom was verified. The issue was due to corrupt software. The processor pca was replaced and the software upgraded to resolve the issue.